Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101556, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that on of leads has migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Correction to the initial MDR on blocks b5 and h6.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that one of the leads has migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.